Event description:
Patient had fallen on this hip in 2007, causing ongoing pain. Radiological findings show a 4mm linear lucency paralleling the anterior aspect of the femoral stem of the prosthesis which may present loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.